Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery alarms. The customer's blood glucose level at the time of incident was 574mg/dl. The customer treated the highs with manual injection. Troubleshoot was conducted and the customer was advised to conduct full set change. The customer was advised the device would be replaced and returned for analysis.